Event description:
Review of programming history revealed that the pt's device was found to be programmed at unintended settings on (B) (6)2008. The settings corresponded to those at which the system diagnostic test is executed which usually occurs following an interrupted system diagnostic test. The pt's device was found to be programmed at incorrect settings and then programmed back to intended settings on (B) (6)2008. The interruption during the system diagnostic test could not be confirmed via programming history review.